Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, iol had 2 small cracks after implantation at 2:00 and 8:00 orientation. Cracks were small and the surgeon left the implant in the eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating it was confirmed that the event was due to a technician error, hence this event does not meet criteria for reporting as a reportable malfunction. No further regulatory reports required.

Manufacturer narrative:
Based on information received following submission of the initial report it was confirmed that the event was due to a technician error, hence this event does not meet criteria for reporting as a reportable malfunction. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).